Event description:
During an in-clinic follow-up, episodes of loss of capture were observed on the left ventricular (lv) lead. X-ray imaging was performed which revealed the lv lead had become dislodged. A revision procedure was performed where the lv lead was successfully repositioned to resolve the event. The patient was in stable condition.